Event description:
The devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were malformed. There was no pt consequence.

Manufacturer narrative:
H6; yeilded jaws. The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws; ab-no, damaged jaws; a-yes b-no, damaged cutter; na, damaged feed bar; damaged floor; damaged handle shrouds, damaged tip shrouds; damaged trigger; damaged tube; and damaged weld seams; ab-no, damaged other; a-no b-former plate. Functional tests & results: antibackup functional; firing: feed conform; jaws: hold clip; and lockout functional; ab-yes, firing: form conform; ab-no, and jaws: inside width at tips; a-.215 b-.178. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that on one of the returned instruments, the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. The second instrument was returned with the former plate bent. It could not be determined as to how or where the damage to the instrument occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated the assembly process to ensure the clips feed and form properly.